Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. During the procedure, the left ventricular (lv) lead dislodged after the physician slit the outer catheter. The lv lead was not used, and the physician opted to implant a left bundle branch area (lbba) lead. The patient remained stable throughout the procedure.